Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) which technical services (ts) suspected was due to a higher rv output. Ts discussed reprogramming options. It was noted the patient was seen in the clinic and the rv output was reprogrammed. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.